Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1-delsys / expiration date: 28-apr-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 26-nov-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), there was difficulty crossing the patient's valve. The leadless ipg and delivery system was removed. It was noted that the delivery system did not bend correctly. A second leadless ipg was placed and after multiple attempts in crossing the patients valve, the patient went into asystole and perforation was noted. A sternotomy was performed. The leadless ipg was attempted/not used. A couple of days later a transvenous ipg system was placed successfully. No further patient complications have been reported as a result of this event.